Event description:
There were three healthcare workers who complained of sore throat the eye irritation when oil mist was coming from their sterrad 200 unit. The workers did not receive medical treatment and their symptoms resolved within two days.